Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report. It was not possible to upload the emdr to the system on 10/01/2015 at 5:15 pm due to being unable to log in to the FDA electronics submission gateway.

Event description:
It was reported that: intermittently several m540s have been observed to revert to the 'new patient' prompt screen. A user will reportedly have to touch the 'cancel' button to restore normal monitoring. This reportedly happens several times a day and with multiple different monitors in both stand alone m540 mode or when the m540 is docked to a docking station.

Manufacturer narrative:
M540 error logs were sent to engineering for analysis. It was found that the "new patient" prompt on the screen was an indication that the m540 restarted itself as a part of a software error detection and recovery. The probably root cause of this restart is the dsp (digital signal processor). There was a fatal software error being detected in the frontend signal processing software, at that time the dsp command queue was full and the dsp command was lost. The dsp may have stalled, therefore not processing any input commands. The exact root cause of this complaint could not be concluded as the processor of the cited m540 needs to be returned for analysis, but was not available for return.

Event description:
See inital report.